Manufacturer narrative:
A ge service rep performed an on site investigation. The tube cooling fan wire was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system would not boot up and the monitor would not turn on prior to a case. No pt injury was reported.